Event description:
A report was received that a patient was scheduled for a lead revision due to lead migration. When the surgery was occurring, the physician could not add an additional lead due to scar tissue. Nothing else was going to be done for the patient at that point. Then, the patient informed boston scientific that he was explanted. The physician confirmed that he was explanted and the reason given was because the device was not working properly. The patient was re-implanted with a different company's device.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.